Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During troubleshooting with the olympus tac technician, the customer stated that scope works in other towers. The customer said that the scopes was connected to the socket. The technician reminded the customer to check for dust and debris in the socket. The customer wanted to be transferred to repairs. The device was returned to olympus for evaluation and the evaluation found that the screen goes black, the video connect socket does not secure any paddles or camera heads, an error 216 occurred, and a software update to 3.01.00. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a e216 error and image was lost during an unspecified diagnostic procedure. There was no patient harm associated with the event.